Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that ivtm therapy was initiated for post- cardiac arrest. The patient's temperature prior to the ivtm therapy was unknown. No other adjunctive temperature management procedures were performed on the patient. The esophageal/rectal temperature probe was performed on the patient. The console was set to a max mode with a target temperature of 33 degree celsius. The controlled rate for re-warming rate was .2 degrees celsius/hour. During controlled rewarm mode, it was noticed that the console was heating too fast. The controlled rate was switched to a lower rate .1 degrees celsius/hour. However, the use of thermogard was terminated and another console was used to complete therapy. Per reporter, the patient is still hospitalized and the state of the patient is very critical. The device did not attribute to patient condition.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. However, the patient data log was reviewed and the reported complaint of the console heating too fast was not confirmed. The patient data indicated a short three hour period of controlled rate re-warming at first. The patient increased by 0.52 degree c in about three hours. That is within specification of the 0.2 degree / hour setting. The system was placed in standby during the re-warming at different times. At the end of the log, the system was placed back into cooling mode. There were no issues with the system. The system was placed in standby at different times causing an interruption in the controlled rate treatment. The patient temperature will rise slightly during standby mode. It is unclear why the system was placed in standby at different times. Historical complaints were reviewed for service information related to the reported complaint and there was no similar incident reported for thermogard with s/n (B)(4). Evaluated data log.